Manufacturer narrative:
The lot was manufactured (B)(6) 2021. The device was received for evaluation. There was no fluid in the bladder. A functional test was performed by filling the bladder with dextrose solution. After fill, evidence of continuous flow of fluid was observed coming out at the distal luer, and a leak was also observed at the solvent-bonded junction of the tubing and luer. Since a leak was observed, a functional flow rate test could not be performed. The reported leak was verified. Further examination revealed the cause of the leak was due to tubing not flush into the restrictor housing. This was related to an assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. When the device was removed from the patient, leakage was observed at the connection between the distal luer adaptor and tubing. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.